Manufacturer narrative:
Intuitive surgical, inc. (Isi) the maryland bipolar forceps involved with this complaint and completed the device received e evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken inside the grip-crimp socket. The instrument failed the electrical continuity test. The instrument would pass the electrical continuity test when the broken conductor wire segment is pressed into the grip-crimp socket. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. Additional observations unrelated to the customer reported complaint were found during failure analysis. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument failed electrical continuity test. The root cause of this failure is attributed to a component failure. The instrument was found to have scratch marks/ abrasions to the bipolar yaw pulley. The root cause of this failure is attributed to misuse/ mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps (470172-16/n10210215 0226) was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 6th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The customer submitted a couple of images of the maryland bipolar forceps instrument associated with this event. The alleged complaint of "when use the maryland bipolar forceps during the procedure, the bipolar function is not available" cannot be confirmed upon review of the provided images. There was no visible damage to the conductor wire and insulation, and there were no indication of thermal damage on the instrument's distal end. Isi received two short video clips related to the alleged complaint. A review of the video clips was conducted by the clinical development engineering team, and the following additional information was provided: in the first video, there was a high pitch tone but it is not certain if the tone was generated by the forcetriad generator or some other medical equipment in the operating room. There was no indication on the vsc touchscreen that energy was being activated (no line on the side of the screen or blue coag filling the arm pod area), so it was suspected that the surgeon was using external foot pedals not connected to the ssc. There was no indication on the generator¿s screen that energy was being activated. There was no cautery effect observed on the tissue. In the second video, the maryland bipolar forceps, connected to the force triad generator, was grasping onto gauze outside the patient. There were no audible tones from the generator nor any indication on the generator¿s screen that energy was being activated. There was no cautery effect observed on the gauze (i.e. No steam). Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire insulation damage with exposed wire with no evidence of user mishandling or misuse. The damaged conductor wire with exposed wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right adrenal excision surgical procedure, the maryland bipolar forceps (mbf) could not be energized. There was no report of fragment(s) falling inside the patient. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. The customer is unable to release patient demographic information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.